Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor expired early. Data was provided for investigation. The problem could not be confirmed. The root cause could not be determined no injury or medical intervention was reported.